Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had an irritation on his back. The patient's doctor gave the patient hydro-cortisone cream. During a follow up the patient's nurse reported that the patient's irritation was improving. No allegation of a device malfunction.